Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Hip revision performed on (B)(6) 2015 by dr (B)(6) at (B)(6). Primary surgery date (B)(6) 2014, same surgeon and hospital. Patient fell and then experienced clicking noise on the hip. On surgery, poly liner had broken into two and has dissociated from the cup. There was a reasonable amount of black stained tissues noted during surgery. X-rays and photo of explants are available. No further information is available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.